Event description:
According to the op report, this valve was explanted due to endocarditis and paravalvular leak. It was also noted the patient experienced an embolic stroke. At explant, vegetation was observed to be obstructing the leaflet adjacent to the posterior commissure of the native annulus where there was also "extensive" dehiscence. A sjm 33mj-501, was then implanted and the patient was transferred to the ICU in "satisfactory" condition.